Event description:
It was reported that after a minibunion case with the doctor, he had to go back and wash out an incision for an unknown reason. Little information has been gathered to date.

Manufacturer narrative:
The investigation shows that the doctor washed an incision out at some point post-operation from a minibunion case for an unknown reason. Nothing else is known at this point. The devices used in the original surgery are unknown, so lot history cannot be determined.